Event description:
The customer reported unit intermittently switches off and on. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.